Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that catheter removal difficulties were encountered. A synergy drug-eluting stent was deployed to treat the lesion. However, upon removal of the stent delivery system, the balloon became caught. No patient complications were reported.